Event description:
According to the available information, in (B)(6) or (B)(6) timeframe, the patient complained of frequent phlegm. Upon examination, the 15 mm vp protruded into the airway, so the physician replaced it with a 12.5 mm vp. In (B)(6), the patient suddenly felt difficulty in breathing before sleep at home. He saw a mirror and found that vp nearly fell into airway. He successfully removed the vp by forceps by himself. In (B)(6), he visited the outpatient hospital in the morning. The physician found that the puncture was already closed. No sutures were required. The patient was able to eat and drink that day. The patient visited the outpatient again for monitoring. Since then, the patient has been able to eat and drink normally at home without coughing and has not had a fever. The puncture was completely closed without any problems. No granulation. Re-insertion of vp is scheduled for (B)(6). No further information is available at this time.